Manufacturer narrative:
Additional manufacturer narrative: examination of the returned device revealed the following: there was no hub nor deployment knob returned; the dual lumen appeared to be cut; there was approximately 103 cm of dual lumen catheter shaft from the transition to cut end of the dual lumen catheter shaft; there was approximately 1.8 cm of endoprosthesis expansion near the transition end; approximately 2.6 cm of distal shaft, upon which the endoprosthesis is mounted, was exposed near the transition; approximately 8.7 cm of outer braided constraining line was deployed from the transition end of the endoprosthesis. Based on the device examination performed, no manufacturing anomalies were identified. All information has been placed on file for use in tracking and trending.

Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The investigation is in progress.

Event description:
The following was reported to gore: on (B)(6) 2018, this patient underwent an endovascular repair for abdominal aortic aneurysm and left internal iliac artery aneurysm using a gore® excluder® aaa endoprosthesis, gore® excluder® iliac branch endoprosthesis and a gore® viabahn® endoprosthesis with heparin bioactive surface. After the iliac branch component was deployed in the left side, the delivery catheter of gore® viabahn® endoprosthesis with heparin bioactive surface was advanced into the left superior gluteal artery using a gore® dryseal flex sheath and an ansel guiding sheath. The sheaths were withdrawn enough to uncover the constrained endoprosthesis, and the physician attempted to deploy the endoprosthesis. However, it was observed that the proximal side of the endoprosthesis was partially deployed before deployment. The deployment was stopped, and the device along with the two sheaths were withdrawn together from the patient. Another gore® viabahn® endoprosthesis with heparin bioactive surface was inserted and successfully implanted. The procedure concluded with no further issues. The patient tolerated the procedure.